Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was sitting in a chair. He noted that it was very hot and he had kept the insulin pump under his leg on the couch; he noted that the heat may have caused the issue. The customer's blood glucose was 400 mg/dl. He also noted that the insulin pump had previously alarmed button error about 6 months prior, when he had left the insulin pump in the bathroom. He stated that the steam in the bathroom may have triggered the alarm. He advised that he treated with manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.